Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty, the tibial impactor fractured during implantation of the tibial component. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned product showed signs of wear consistent with usage and was fractured. The device history records were reviewed and no discrepancies were identified. As the device has a potential field age of over eight years and exhibits signs of repeated use, the root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.